Event description:
The pt reported lower blood glucose readings with test strips lot 1h508a. On an unknown date within the last week, the pt performed a side by side blood glucose comparison with test strip. Another test strips (lot unknown). She obtained results of 131 and 190 mg/dl respectively. The desiccant is in the test strips bottle. The pt's meter was set to the appropiate code. With the rep, the pt obtained a check strip test result of 76 versus a check strip range of 70-96. Also with the rep, the pt obtained a normal control solution test result of 119 mg/dl versus a normal control solution range of 106-160 mg/dl. The pt takes her blood glucose three times weekly. Because it was not "time" to take her blood glucose, she was unwilling to perform a side by side blood glucose comparison with the rep. The pt stores the test strips in the kitchen.